Manufacturer narrative:
Reliability assurance testing revealed the device exhibited no output. The titanium can was removed and visual examination revealed no anomalies. The loss of output was isolated to electrical overstress damage in the defibrillation output circuit. The damage is consistent with therapy delivery into a low impedance lead system. Lead impedance clinically measured less than 10 oms. Per the physician manual; lead impedance less than 10 ohms can damage the device circuit. A complete transvenous defibrillation lead (model 0074) was received for analysis. Insulation damage was identified in the proximal spring region, where the distal coil crosses. Arcing damage was also evident between the proximal and distal springs. The insulation damage was the result of pressure and movement.

Event description:
Cpi learned that the device and transvenous were explanted/taken out of service on 4/23/1998.